Event description:
The customer observed non-reproducible, falsely elevated vitros trop I es results on a single pt sample on the vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No pt results were questioned and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the incubator subsystem, returning the vitros eciq to expected operation. The root cause of the non-reproducible, falsely elevated trop I es result is instrument related.